Event description:
It was reported by service report that the head end jack was not going up. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
The stretcher could not be located at the user facility at the time of the service technician's visit. Therefore, an evaluation has been unable to be performed.